Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 24-apr-2018, part number: 400.835e, ti low profile neuro screw self-drilling 5mm, lot number: h622363 (non-sterile), lot quantity: 239 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: 21015, tialnbri4.00, lot number: h511969, lot quantity: 1,735lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l5 was received at cq. Upon visual inspection at cq, it is observed that the screw head is severely deformed. Thus, the reported complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. The received condition does agree with the complaint description. This complaint is confirmed. Document/ specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a craniotomy for craniocerebral tumors on (B)(6) 2019, two (2) cranial screws plusdrive were damaged wherein one was broken and the other was deformed when the surgeon screwed them in. All the pieces were retrieved from the patient but the nail of the screw was discarded by the hospital. Thus, another screw was used to complete the surgery and there was no adverse consequence to the patient. Concomitant device: unknown plate (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).